Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the info known by the reporter upon query by hospira personnel

Event description:
The customer contact reported a hole in the cassette; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified concentration of carboplatin, at an unspecified rate, via a plum pump. After an unspecified length of time, it was reported that the pump alarmed for air in line alarm. It was reported that the nurse reprimed the tubing set; however, it was reported that 10 mins later, the pump again alarmed for air in line. At this time, it was reported that the nurse noted fluid on the ground and determined that the leak was from the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. During visual examination at the user facility, it was noted that the soft membrane of the set that engages with the pump plunger was damaged. The customer contact described the damage in the membrane as a cut in the membrane where fluid could leak through. The customer reported a delay in therapy; however, there were no reported adverse pt effects. No medical interventions were reported. No add'l info was provided.